Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test 3 of 3. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. Confirmation testing was performed with the diasorin platform and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00919, 1221359-2022-00920.

Manufacturer narrative:
The manufacturing and quality control release testing were reviewed for test base lot 1054770, and it met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot 1054770 and test base part number 190-430 / lot 1054770 . Two false positives were observed during qc testing which is acceptable per specifications in sop 5.1man032 revision d. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.